Event description:
On 1/27/08, the lay user/patient contacted lifescan alleging that her one touch ultra2 meter does not turn on when she inserts a test strip. The following info was obtained from the recorded call between the pt and the customer care advocate (cca) and from the cca's documentation. The pt stated, that the power issue first occurred in 2007. Since the meter was not working, she decided to put the meter aside and control her diabetes without testing. She reportedly did not test on any other devices. Approx 3 weeks ago, the pt was perspiring profusely and had a funny feeling in her head. She claimed she knew she had to get sugar fast because she felt low. She denied she had to recieve any medical intervention as a result of the power issue. After the incident, she replaced the meter's batteries, but the power persisted. Replacement products were sent to the pt. This complaint is being reported because the pt allegedly developed symptoms after the power issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.